Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rise in pacing threshold was observed on the pulse generator. No patient symptoms were reported. Device reprogramming was performed.